Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support again if the issue reappeared, which the caller acknowledged and understood.